Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) was confirmed. Upon evaluation, the monitor displayed a service code 110. The cause of this service code was that the c1 capacitor was knocked off the ca board. The root cause of the damaged c1 capacitor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.